Event description:
It was reported that complete heart block occurred. The severely calcified native aortic annulus was 22.4mm in diameter. The patient anatomy was tortuous. Before the start of the procedure, pacing was performed at 50bpm as support. A 23mm lotus edge valve system was inserted and advanced. During deployment, pacing rhythm occurred. Mild paravalvular leak (pvl) was observed and the valve was repositioned by partial resheath, in accordance with the instructions for use. Deployment was performed again with good results, therefore a full release was performed. At the end of the procedure, electrocardiogram (ECG) revealed a pacing rhythm. One day post implant procedure, a permanent pace maker was implanted.